Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited noise, oversensing, inappropriate anti-tachycardia pacing (atp) and pace impedance measurements of greater than 2,000 ohms. Technical services (ts) noted that patient did not appear to be pacemaker dependent at that time, and there was no pacing inhibition or asystole of greater than two seconds observed. Previous episodes were reviewed which contained noise that appeared to be electromagnetic interference (emi). Isometric testing was performed in which some minimal noise was reproduced with no oversensing. It was noted that the clinic was aware and will continue to monitor the patient closely. The device and lead remain in service at this time. No adverse patient effects were reported.